Manufacturer narrative:
B3: date of event is estimated. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful. No other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the patient's device was not producing oxygen while walking at the grocery store. It was noted that the patient started to get dizzy due to the event and was hospitalized. Patient is feeling better. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.